Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, mechanically, and electrically. Deformation at the fixation screw of the lead was found during the visual inspection. This damage is probably a result of excessive mechanical stress during the operation. The analysis did not show any other deviations that could be related to the clinical complaint. In summary, a deformation of the fixation screws was detected, which impaired the functioning of the fixation mechanism. There were no indications of material defects or manufacturing errors.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion regarding the clinical observation can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - one day post implant, it was noted the atrial lead was dislodged into the rv. The lead couldn't be revised because tissue was in the helix. It was not returned for analysis.